Event description:
Reporter alleged she sprained her thumb from having to press so hard on the buttons of the compact plus system. Reported stated her thumb was put into splint for treatment. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.